Event description:
The international customer reported the ventilator went vent inop and alarmed due to an inhalation autozero failure. Vent inop, when in use, will stop providing ventilatory support to the patient. The customer reported the device was not in use on a patient therefore there was no patient involvement or harm. The manufacturers service engineer confirmed the reported problem. The service engineer replaced the 3 station solenoid and main pcb to address the reported problem.